Manufacturer narrative:
D10: 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t (B)(6). 02-010-03-0215 - logic cr femoral cem, left sz 1.5 (B)(6). 200-02-29 - three peg patella 29mm (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. [[Insert manufacturing review statement]] a definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left knee was revised. The patient returned to surgeons office with complaints of pain, swelling, instability, and dissatisfaction with their total knee arthroplasty (tka). The patient has a recalled poly implant. Upon examination, the patient was scheduled for a revision tka possible poly swap vs. Full revision. The patient underwent a tibial poly implant swap. The patient left the or stable. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reason for the joint swelling and instability reported cannot be conclusively determined and the reported event could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. H6: corrected health effect, medical device, and investigation clinical codes.